Manufacturer narrative:
The logfile and information provided were analyzed for the investigation at the manufacturer site. Based on logfile of the affected device, the reported behavior was confirmed after final investigation. No patient health consequences have been reported. The "charge internal battery" alarm and the "internal battery discharged" alarm were correctly displayed at the deate of event and warned the user about a low battery level. As the use of the device was continued the ventilation finally stopped. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged") before the vent stopped. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. Multiple alarms concerning the battery on 20th and 21st of may were logged. A red charging led is a specified behaviour and is intended to alert the user about a problem with the battery and can have various reasons. Further measures are described in the alarm table of the IFU. If the red charging status persists or occurs repeatedly at the end of the charging cycle, the battery must be replaced. The risk arising from the battery fault indication situation is covered by the risk management report, no previously undetected risks have arisen. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that a customer has provided logs and asked for feedback after the device failed during use. The deviation of the charge indicator is obvious to the user and must be checked before each use. No patient health consequences have been reported.